Event description:
The customer reported that the device became locked up when running the opcheck charge/shock test.

Manufacturer narrative:
The customer reported that the device became locked up when running the opcheck charge/shock test. Philips evaluated the device and confirmed the reported failure. The device was repaired by reloading software. The device passed all testing and was returned to the customer.